Event description:
On (B)(6) 2013, it was reported that the patient's infusion device shut off without providing any error or alarm first. She changed the batteries, but the device did not turn back on. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The investigations showed, that the battery acid leaked out of the battery. The acid led to corrosion on the battery contacts and to a power interrupt as mentioned by the customer. The insulin pump could not be started up because of the corroded battery contacts thus further investigations were not possible. The problem mentioned by the customer is related to mishandling of the product by the customer.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.